Event description:
It was reported that this artificial urinary sphincter was removed due to incontinence most likely due to urethral atrophy. A new artificial urinary sphincter was implanted. No further patient complications were reported.